Manufacturer narrative:
The reported failure of evt_ mach_flow_drift_high is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information from the customer to return the trilogy evo, USA loaner device. There was no harm or injury reported. The trilogy evo, USA ventilator was returned to a third-party service center for evaluation. During the evaluation, the service technician found vent-inop/red screen/machine flow sensor causing evt_ mach_flow_drift_high "ventilator inoperative" error (error code 155). The device needs the machine flow sensor replaced to address this issue. No repair was performed. After the evaluation was complete, the device was scrapped by the service center.